Event description:
The distributor reported that the head would not engage/lock onto the femoral stem. There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.